Event description:
It was reported that the inner shaft of the torque wrench broke during the final tightening of pedicle screws at the l4-l5 level. There was a reported delay of more than 20 minutes. The surgery was successfully completed with an alternate torque wrench. There are no reports of adverse health consequences.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event of was confirmed via correspondence with the representative. The device was not returned and thus inspection of it could not be performed. The reported lot number was invalid and a manufacturing record review could not be performed. As the manufacturing date is unknown, the age of the device cannot be determined, but it was reported that the device was used 74 times. The instruments IFU states that "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order". As the device was not returned for evaluation and the lot number reported was invalid, a root cause cannot be determined.

Event description:
It was reported that the inner shaft of the torque wrench broke during the final tightening of pedicle screws at the l4-l5 level. There was a reported delay of more than 20 minutes. The surgery was successfully completed with an alternate torque wrench. There are no reports of adverse health consequences.